Manufacturer narrative:
Analysis of the returned capio slim device revealed that the carrier is bent and does not deploy to the center of the catch when fully deployed. The uphold lite mesh was returned. The suture and dart are missing from the blue with white stripe dilator and were not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the most probable root cause assigned to this complaint is design. A complaint with a root cause classification of design is utilized when a complaint is due to a bsc design specification that causes/contributes to problems in product use.

Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure performed on (B)(6) 2014. According to the complainant, during,the procedure the capio device failed to catch the needle. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.